Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat urethral hypermobility, pelvic organ prolapse stage 4, stress urinary incontinence, vaginal ulceration and a mesh was implanted. Concomitantly the patient underwent a anterior and posterior colporrhaphy with mesh procedure, extra peritoneal colpopexy, pubovaginal sling and cystoscopy. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems. (B)(4) - urinary/bowel problems.

Manufacturer narrative:
(B)(4). Additional narrative: the patient experienced urinary tract infections after mesh implantation and was admitted to the hospital with urinary tract infections. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06069. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06069. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency.

Manufacturer narrative:
It was reported that patient underwent revision of mesh on (B)(6) 2016 by dr.(B)(6) at (B)(6).

Event description:
It was reported that patient underwent revision of mesh on (B)(6) 2016 by dr. (B)(6) at (B)(6).